Event description:
It was reported that two day post implant, the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited loss of output and high impedance measurement on the ventricular channel. The pocket was reopened and the lead was reinserted into the device. After the lead was reinserted, all electrical values were in normal range. It was suspected the lead was not fully inserted into the header during implant. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.